Event description:
The coupler broke on camera #2 on philips nuclear imaging skylight system, prohibiting camera movement. Patients were cancelled. Philips arrived later that day and replaced part. Patient cases resumed the next day.